Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/15/2021.   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide clarification: the procedure date is (B)(6) 2020. Is the alert date 12/6/2020 or 12/7/2020? The alert date is (B)(6) 2020. If you see it as ""(B)(6) 2020,"" it would be due to the time zone difference. No further information will be provided. H3 evaluation: a representative sample returned to support investigation of multiple device issues captured in reports 2210968-2020-10176, 2210968-2020-10177, and 2210968-2020-10178. Analysis results have been included in follow-up reports for each. An unopened sample of product was received for analysis. During the visual inspection of an unopened sample, no defects were found on the package. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand with no defects or damages observed. A functional test was performed and the pull force were above the minimum requirements. The device performed without any defect noted and the actual complaint sample was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull off occurred? No further information is available. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No further information is available. What medical/surgical intervention was provided? No further information is available. What is the condition of the patient? No further information is available. Lot number? Pgr918. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6) 2020 and suture was used. During the procedure, the suture was detached from the needle during continuous suturing. It was not a control release needle. There were no adverse consequences to the patient. No additional information was provided.